Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who has an external neurostimulator (ens). It was reported they were trying to change their dressing and broke the wire coming out of their body. The patient stated there were about two inches of thin wire that were sticking out of their skin. The patient tired to turn their stimulation off but reported seeing a cannot provide your desired settings - call your clinician on the controller and was unable to turn the stimulation off and noted the controller just vibrated. The patient was to follow up with their healthcare professional (hcp). No further complications were reported as a result of this event.